Event description:
(B)(4). I experienced hair loss, weight gain, bloating in my stomach, severe menstrual cycle with large clots, severe migraines and dizziness, pain and numbness in my legs, high blood pressure, organs fusing together, and anxiety.